Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle holder was broken. There was no patient involvement.

Manufacturer narrative:
Updated investigation summary and grids.

Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861266 (heartstart xl defibrillator/monitor) indicating that the paddle holder is broken. The event was outside of use and there was no reported patient nor user harm. Visual inspection found the paddle holder was broken. The following functional tests were performed: -functional test results of functional testing indicate the paddle holder is broken. The device was evaluated onsite. The broken paddle holder cannot be placed in the paddle tray pocket. The paddle holder was replaced, self-test was performed successfully. The device was confirmed to be full functionalities and was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was broken component, the paddle holder. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.